Event description:
One of the leaflets was not opening and was thought to be thrombosed. On (B)(6) 2013, re-do surgery was performed and intra-operative echo confirmed the leaflet was not opening. Under direct visualization, a clot blocking the leaflet was not found. A mechanical device was used to test the valve leaflet and it opened easily, but when testing by flushing with a bulb syringe, it would not open. The valve was explanted and replaced.